Event description:
It was reported via product receipt that the patient had generator changeout and a left-ventricular (lv) lead revision due to unspecified reason on (B)(6) 2024. No further information was provided.